Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent laparoscopic , right salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gestational hypertension ('hypertension with significant proteinuria in 3rd trimester') in a 27-year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 (B)(6) 2006, (B)(6) 2012, (B)(6) 2017), obesity (morbid obesity), anemia, ovarian cyst, gravida, varicella, drug hypersensitivity and hemorrhagic cyst (1.4 cm hemorrhagic cyst). Positive pregnancy test (B)(6). Pap, 10 months ago, was lsil. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2018 for contraception and hormonal imbalance, ondansetron (zofran) for nausea as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications),"), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pain/I'm having pain on my left side and lower left abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and genital haemorrhage ("gen abnormal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced headache ("migraines / headaches,"), proteinuria ("hypertension with significant proteinuria in 3rd trimester"), gestational hypertension (seriousness criterion medically significant) and post procedural complication ("post procedural complication"). The patient was treated with morphine and surgery (underwent laparoscopic, right salpingectomy,hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, weight increased, proteinuria, gestational hypertension and genital haemorrhage had resolved and the post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, gestational hypertension, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, proteinuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. 3 trailing coils were visualized on the left. Reason(s) for removal: one of the coils is still inside. Complications of your unintended pregnancy-never had medication for hypertension but I had to go every week to check on my blood pressure but when it came to high they induced me at 38 weeks of pregnancy. Date(s) of removal: (B)(6) 2017; salpingectomy- unilateral. On (B)(6) 2019: hysterectomy + uni-s (salpingectomy-unilateral). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: postpartum that showed the coils to be in good position. Total bilateral occlusion. Ultrasound scan - on an unknown date: normal. Batch no : c59242, production date: 2014-05-20, expiration date : 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (with complications),') and gestational hypertension ('hypertension with significant proteinuria in 3rd trimester') in a 27-year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: (B)(6) 2006, (B)(6) 2012, (B)(6) 2017), obesity (morbid obesity), anemia, ovarian cyst, gravida, varicella, drug hypersensitivity and hemorrhagic cyst (1.4 cm hemorrhagic cyst). Positive pregnancy test 5/18. Pap, 10 months ago, was lsil. Concomitant products included medroxyprogesterone acetate (depo provera) from 11-may-2016 to 2-jun-2018 for contraception and hormonal imbalance, ondansetron (zofran) for nausea as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pain/I'm having pain on my left side and lower left abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced headache ("migraines / headaches,"), proteinuria ("hypertension with significant proteinuria in 3rd trimester") and gestational hypertension (seriousness criterion medically significant). The patient was treated with morphine and surgery (underwent laparoscopic, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, weight increased, proteinuria and gestational hypertension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gestational hypertension, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, proteinuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. 3 trailing coils were visualized on the left. Reason(s) for removal: one of the coils is still inside . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: postpartum that showed the coils to be in good position. Total bilateral occlusion. Ultrasound scan - on an unknown date: normal. Batch no : c59242 production date: 2014-05-20 expiration date : 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gestational hypertension ('hypertension with significant proteinuria in 3rd trimester') in a 27-year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 (B)(6) 2006, (B)(6) 2012, (B)(6) 2017, obesity (morbid obesity), anemia, ovarian cyst, gravida, varicella, drug hypersensitivity and hemorrhagic cyst (1.4 cm hemorrhagic cyst). Positive pregnancy test (B)(6). Pap, 10 months ago, was lsil. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2018 for contraception and hormonal imbalance, ondansetron (zofran) for nausea as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complications"), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pain/I'm having pain on my left side and lower left abdominal area"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and genital haemorrhage ("gen abnormal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced headache ("migraines / headaches,"), proteinuria ("hypertension with significant proteinuria in 3rd trimester"), gestational hypertension (seriousness criterion medically significant) and post procedural complication ("post procedural complication"). The patient was treated with morphine and surgery (underwent laparoscopic, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, weight increased, proteinuria, gestational hypertension and genital haemorrhage had resolved and the post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, gestational hypertension, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, proteinuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. 3 trailing coils were visualized on the left. Reason(s) for removal: one of the coils is still inside. Complications of your unintended pregnancy-never had medication for hypertension but I had to go every week to check on my blood pressure but when it came to high they induced me at 38 weeks of pregnancy. Date(s) of removal: 14nov2017; salpingectomy- unilateral (B)(6) 2019: hysterectomy + uni-s (salpingectomy-unilateral) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: postpartum that showed the coils to be in good position. Total bilateral occlusion. Ultrasound scan on an unknown date: normal. Batch no : c59242 , production date: 2014-05-20,& expiration date : 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- genital bleeding, post procedural complication. Reporter added event pregnancy with contraceptive device made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and gestational hypertension ('hypertension with significant proteinuria in 3rd trimester') in a 27-year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 (B)(6) 2006, (B)(6) 2012, (B)(6) 2017), obesity (morbid obesity), anemia, ovarian cyst, gravida, varicella, drug hypersensitivity and hemorrhagic cyst (1.4 cm hemorrhagic cyst). Positive pregnancy test (B)(6). Pap, 10 months ago, was lsil. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2018 for contraception and hormonal imbalance, ondansetron (zofran) for nausea as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications),"), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pain/I'm having pain on my left side and lower left abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and genital haemorrhage ("gen abnormal bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced headache ("migraines / headaches,"), proteinuria ("hypertension with significant proteinuria in 3rd trimester"), gestational hypertension (seriousness criterion medically significant) and post procedural complication ("post procedural complication"). The patient was treated with morphine and surgery (underwent laparoscopic, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, weight increased, proteinuria, gestational hypertension and genital haemorrhage had resolved and the post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, gestational hypertension, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, proteinuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. 3 trailing coils were visualized on the left. Reason(s) for removal: one of the coils is still inside complications of your unintended pregnancy-never had medication for hypertension but I had to go every week to check on my blood pressure but when it came to high they induced me at 38 weeks of pregnancy date(s) of removal: (B)(6) 2017; salpingectomy- unilateral. (B)(6) 2019: hysterectomy + uni-s (salpingectomy-unilateral). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: postpartum that showed the coils to be in good position. Total bilateral occlusion. Ultrasound scan - on an unknown date: normal. Batch no : c59242 production date: 2014-05-20 expiration date : 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- genital bleeding, post procedural complication. Reporter added event pregnancy with contraceptive device made medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (with complications),") and gestational hypertension ("hypertension with significant proteinuria in 3rd trimester") in a 27-year-old female patient who had essure (batch no. C59242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (total number of pregnancies: 4), parity 3 (total number of live births: 3 (B)(6) 2006, (B)(6) 2012, (B)(6) 2017), obesity (morbid obesity), anemia, ovarian cyst, gravida, varicella, drug hypersensitivity and hemorrhagic cyst (1.4 cm hemorrhagic cyst). Positive pregnancy test (B)(6) 2018. Pap, 10 months ago, was lsil. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2018 for contraception and hormonal imbalance, ondansetron (zofran) for nausea as well as ibuprofen and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pain/I'm having pain on my left side and lower left abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches,") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced headache ("migraines / headaches,"), proteinuria ("hypertension with significant proteinuria in 3rd trimester") and gestational hypertension (seriousness criterion medically significant). The patient was treated with morphine and surgery (underwent laparoscopic, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, weight increased, proteinuria and gestational hypertension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gestational hypertension, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, proteinuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. 3 trailing coils were visualized on the left. Reason(s) for removal: one of the coils is still inside. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: postpartum that showed the coils to be in good position. Total bilateral occlusion. Ultrasound scan - on an unknown date: normal. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs+mr received:lot number added. Events pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, pain were added. Medical history, historical drugs, lab data, concomitant drugs added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.